Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. Medical images were provided. The image review and investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment filter limbs were allegedly crossed. The healthcare provider attempted to manipulate the crossed limbs without success. The filter was snared out and a new filter was deployed successfully. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: the device was returned for evaluation and images were provided for review. The filter was returned with two limbs crossed. Images confirmed that the limbs were crossed upon deployment of the filter. Therefore, the investigation is confirmed for failure to expand. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: - delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: - do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: - failure of filter expansion/incomplete expansion.

Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment filter limbs were allegedly crossed. The healthcare provider attempted to manipulate the crossed limbs without success. The filter was snared out and a new filter was deployed successfully. There was no reported patient injury.